Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they found that the sensor electrode was torn in half. The customer's blood glucose was unknown at the time of incident. The sensor will not be returned for analysis.